Event description:
The customer received blood glucose readings of 300-405mg/dl on the contour meter, re-tested on a different meter and the reading was 84mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer could not provide strip information. Product was not replaced.